Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "saline rupture". This record is for the right side. The device remains implanted. The device will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Healthcare professional reported "saline rupture". Healthcare professional later reported "no deflation upon explant". This record is for the right side. The device was explanted and replaced. The device will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, h6.

Event description:
Healthcare professional reported "saline rupture". Healthcare professional later reported "no deflation upon explant". This record is for the left side. The device was explanted and replaced. The device will be returned.